Event description:
It was reported that the nim did not stim at all during surgery. Unit did not work. There were no connections to the electrodes, which indicates that they could not pass the electrode check screen and proceed with nerve monitoring. Patient was slightly obese therefore or staff had a very difficult time intubating them. Local sales representative was called who arrived with a temporary loaner unit, however, by this time the surgeon had already aborted the case. No patient impact. As per biomed, performed test to both fuses and both were good, tested the unit's interface box with a patient simulator and all the electrodes passed test. Everything worked as expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.